Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: firing could not be done properly. Cutting could be done, but staples did not form properly. Used other device. The handle might not have been fully squeezed. The surgeon had to resect more tissue than what was originally planned due to the product problem. The operative time was extended more than 30 minutes. Bleeding under 200cc. Nothing fell into the patient cavity.